Manufacturer narrative:
Other applicable components are: product ID: 748251, serial #: (B)(4), product type: extension. Product ID: 748251, serial #: (B)(4), product type: extension. Product ID: neu_unknown_lead, lot #: unknown, product type: lead. Product ID: 3387-40, lot #: j0443941v, product type: lead. Other relevant device(s) are: product ID: 748251, serial/lot #: (B)(4), ubd: 23-jun-2009, UDI #: (B)(4). Product ID: 748251, serial/lot #: (B)(4), ubd: 11-aug-2009, UDI #: (B)(4). Product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 11-aug-2009. Product ID: 3387-40, serial/lot #: (B)(4), ubd: 31-aug-2008, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for dystonia, movement disorders. It was reported that there was an infection at the ins area. The caller indicated that the lead and extension were removed in december due to the infection. Another note was made stating that the extension and ins were removed due to the infection as well. There were no further complications reported.